Manufacturer narrative:
(B)(4). It was reported that a communication failure occurred during surgery. DHR review and review of complaint history were not performed based on the low severity of this complaint. According to technical investigation a communication failure occurred in guidance, when the robot arm was on a planned trajectory and the cooperative mode was activated, due to a controller error detected as a udp socket timeout. This is a known anomaly.

Event description:
During the seeg case with at spectrum hospital using (B)(4) we had a robot shutdown when we went to the first the first trajectory. We had a fair registration and the patient was under anesthesia. We were in fast and free moving away from the patient. We restarted the robot and then started the surgery again. The delay was about 8 minutes. The case was performed on (B)(6) 2019, there were no further shutdowns during the case.